Manufacturer narrative:
The reported event failure to capture was not confirmed. As received, a partial lead was returned in one piece for analysis. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the lead exhibited loss of capture. As a result, the lead was not implanted. The patient remained stable throughout the procedure.